Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the saw attachment device and the reported condition that the top piece of the attachment has broken off was confirmed. The reported condition that the device was loose was not confirmed. The device was visually inspected, and it was found that the device failed inspection due to the lifting rod being detached from the housing. During disassembly, the eccentric cage seized in the housing, and was unable to be removed despite multiple attempts. It was further determined that the device failed pre-test for general condition, check function of the release sleeve, check the tool/saw blade coupling, and check the alignment of the tool to the handpiece coupling. The assignable root cause of these conditions was determined to be traced to component failure due to wear.

Event description:
It was reported from (B)(6) that the top piece on the attachment device had broken off and came loose. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. UDI: (B)(4). D4: the expiration date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.